Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead dislodgment was suspected prior and was confirmed via chest x-ray. Lead no capture and sensing noise issue was observed on the lead as well. Patient received inappropriate high voltage therapy due to noise on the rv lead and was scheduled for a lead revision. Physician attempted to reposition the lead however was unable to retract the lead. Upon lead explant, lead was able to be retracted however the lead was unable to be extended. A new lead was implanted. Patient was otherwise stable prior, during and post procedure and will continue to be monitored.